Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cardiac monitor device exhibited a diagnostic anomaly. No intervention was performed. No further information was available.